Manufacturer narrative:
Qn# (B)(4). The reported complaint of the catheter leaking was confirmed based on the evaluation of the sample received. The customer returned one flat filter, one catheter adapter, and an epidural catheter. Visual examination of the returned filter and catheter adapter revealed both components appear typical with no observed defects or anomalies. Microscopic examination of the catheter revealed the catheter is damaged at approximately 23.9cm (via a calibrated ruler) from the proximal end. The extrusion appears to have a cut/hole. During the functional inspection, the returned epidural catheter was confirmed to leak from the same location where the catheter was damaged. A review of the manufacturing process confirmed that all epidural catheters are 100% tested for leaks at the time of manufacturing, and any such leaks or damages would be detected as out of specification. A device history record review was performed on the epidural catheter with no evidence to suggest a manufacturing related issue. Additionally, the leak was detected during the use. The returned catheter revealed biological material between the inner coils and adhesive material on the outer extrusion. Therefore, based on the time of discovery and the condition of the sample received, unintentional user error caused or contributed to this event. No further action is required at this time. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that: "there was a hole in the catheter and some of the solution sprayed out. Rn that was holding patient was sprayed when anesthesia injected their test dose. They then found the hole. Because epidural needle was already out of patient's back. They had to start again and put in a new epidural. She did not need any follow up or bloodwork or have any consequences at all. The situation was resolved by opening a new kit and starting over unfortunately for the patient requiring another poke in the back.".

Manufacturer narrative:
Qn#:(B)(4). Full UDI not available as the lot# wa not provided by the customer.

Event description:
It was reported that: "there was a hole in the catheter and some of the solution sprayed out. Rn that was holding patient was sprayed when anesthesia injected their test dose. They then found the hole. Because epidural needle was already out of patient's back - they had to start again and put in a new epidural. She did not need any follow up or bloodwork or have any consequences at all. The situation was resolved by opening a new kit and starting over unfortunately for the patient requiring another poke in the back."